Event description:
It was reported that this right atrial (ra) lead exhibited insulation damage and high capture threshold. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Visual inspection of the lead confirmed that the polyurethane insulation was cracked on the surface only at approximately 50 millimeters (mm) from the terminal pin. The lead was returned in two segments, severed at approximately 72 mm from the terminal end. Also the coils and insulation were cut with a tool as there were tool marks found on the coils. The outer coil on the distal segment returned appears to be burnt through by electrocautery. All these observations are categorized as induced damage during explant.

Event description:
It was reported that this right atrial (ra) lead exhibited insulation damage and high capture threshold. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.